Manufacturer narrative:
Qc was acceptable. Review of the alarm trace data showed no relevant alarm on the day of occurrence, but before some "sample clot detection" alarms, which is a hint for suboptimal sample quality. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of a questionable elecsys estradiol iii assay result for a patient sample tested on a cobas pure sample supply unit. The initial result was 3000 (or more) pg/ml. The sample was diluted and the result was 202 pg/ml. The sample was retested at another lab and the result was 220 pg/ml.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.